Event description:
It was reported that this pacemaker recorded a signal artifact monitor (sam) episode and disabled the minute ventilation (mv) sensor due to an artifact that occurred during a medical procedure. Technical services (ts) was consulted, and assistance turning the mv sensor back on was provided. No adverse patient effects were reported. This device remains in service.